Event description:
Edwards' sales representative was contacted by the hospital regarding a device explanted after an implant duration of approximately 99 months, due to structural valve deterioration and effective orifice area becoming 0.4.

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated but not begun. Additional manufacturer narrative: the device history record (DHR) review was completed and it was confirmed that this device passed all manufacturing and sterilization inspections. Requests have been made to obtain operative report and discharge summary; no additional relevant information has been received.

Event description:
The received operative report diagnosis is severe bioprosthetic artery stenosis with 0.4 mm orifice area severe aortic stenosis. The report narrative states, "the 21mm valve was densely adherent to the aortic wall with multiple areas along the struts, and the leaflets were extremely stiff, with an extremely small orifice"

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received the valve exhibits cut outs in the tissue of all three leaflets. The wireform is distorted. Approximately 4-5mm of tissue remains intact along the attachment. Pieces of tissue were returned are believed to be part of the valve leaflets. Calcification is noted in the remaining tissue and in the pieces of tissue. Calcification most likely contributed to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 3-4mm. Host tissue is minimal to moderate at the stent outflow. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a quality deficiency during the manufacture of this device that may have contributed to this event.